Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced immediate urinary retention postoperative. Additionally, incontinence and pain in the morning. Burning pain at the top and front of her legs. Parasthesia to outer thigh possibly secondary to sling. The plan was to excise sling. Pain continues throughout day and gets worse in the evening. She needed to wear protection for fecal incontinence. She still experienced restriction of movement associated with adherence.